Manufacturer narrative:
(B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, (B)(6) csicu nurse, reported a gas loss alarm on a cardiosave intra aortic balloon pump (iabp) during therapy. She reported that the alarm had gone off and the pump had been in standby for 13 minutes. Troubleshooting confirmed no blood in the helium tubing, secure connections, and no visible kinks. A fill was performed, resolving the alarm and therapy was resumed. Based on the patient hemodynamics and clinical condition, the alarm was likely related to a fever of 100°f. Advised the customer to call back if repeated alarms occurred for further troubleshooting. No patient harm or injury reported.

Event description:
It was reported by the customer through emergency support program that gas loss alarm on a cardiosave intra aortic balloon pump during use. No harm or injury was reported.